Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent was being implanted as a bridge to surgery to relieve pressure within the colon caused by a malignant stricture. The stricture was approximately 5 cm in length extending from the sigmoid colon to the rectum. The patient's anatomy was reported to be mildly tortuous. No visible issues were noted to the device. During the procedure, the stent was advanced over the guidewire and into the target lesion without any issues. The stent was then deployed within the target lesion. It was reported that once the outer sheath was fully retracted, the physician viewed the stent under fluoroscopic guidance to verify that it had been deployed. At this time, it was noticed that the proximal end of the stent was not fully opened and the physician believed that a portion of the stent was still constrained on the delivery system. The delivery system was left in place and the physician subsequently observed the lesion using direct visualization with the endoscope. It was reported that the proximal end of the stent could not be seen under direct visual guidance. Therefore, the endoscope was removed from the patient. Several attempts were made to remove the delivery system from the patient, but resistance was met. During another attempt to remove the delivery system, the physician noticed that the resistance suddenly went away and the stent was able to be deployed within the target site. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent was being implanted as a bridge to surgery to relieve pressure within the colon caused by a malignant stricture. The stricture was approximately 5 cm in length extending from the sigmoid colon to the rectum. The patient¿s anatomy was reported to be mildly tortuous. No visible issues were noted to the device. During the procedure, the stent was advanced over the guidewire and into the target lesion without any issues. The stent was then deployed within the target lesion. It was reported that once the outer sheath was fully retracted, the physician viewed the stent under fluoroscopic guidance to verify that it had been deployed. At this time, it was noticed that the proximal end of the stent was not fully opened and the physician believed that a portion of the stent was still constrained on the delivery system. The delivery system was left in place and the physician subsequently observed the lesion using direct visualization with the endoscope. It was reported that the proximal end of the stent could not be seen under direct visual guidance. Therefore, the endoscope was removed from the patient. Several attempts were made to remove the delivery system from the patient, but resistance was met. During another attempt to remove the delivery system, the physician noticed that the resistance suddenly went away and the stent was able to be deployed within the target site. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device and was not returned. It was noted that the inner shaft was kinked just proximal to the stent holder. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and no issues were noted with the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.